Event description:
Pt undergoing lithotripsy procedure. Renal stone moved into ureter. Graspit forcep then used to snare stone and remove. Upon applying graspit forcep basket portion broke free of instrument, becoming lodged in pt ureter. Open procedure then begun for removal of ureter stone and instrument piece.